Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display during an infusion set change. The blood glucose reading was 100 mg/dl. The customer stated that he changed the battery and was prompted to reprogram the time and date into the device. While he was in the process of reprogramming the time and date, he stated that he had to disconnect the call and advised that he would call back to continue troubleshooting. Nothing further reported.